Event description:
It was reported through the filing of a lawsuit that allegedly the patient had left total hip arthroplasty on (B)(6) 2011 and after implantation the patient began experiencing discomfort in the area of the device. It is further alleged that additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine.

Manufacturer narrative:
Device description reported as unknown accolade tmzf hip stem. An event reporting altr involving an unknown accolade stem was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends.